Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an m31 air detected in cassette warning message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler set and lot number were unknown. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this patient regarding to fmc cassette product been delivered. Since the complaint sample is not available for evaluation and no DHR review was not performed since the lot number is unknown and no information was found on the sap system. At this time, no sample has been provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an m31 air detected in cassette warning message during drain 2 of 5 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available for return for physical evaluation by the manufacturer. The cycler set and lot number were unknown. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.